Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced superior vena cava (svc) syndrome. The physician elected to explant the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads. The patient condition was stable.